Manufacturer narrative:
The cdi 500 monitor was returned for evaluation and repair. The complaint was confirmed. The failure was caused by a loose card cage on the auxiliary board leading to poor connection between led card(s) and the auxiliary and faulty servo card. The auxiliary board card cage was reinforced and the servo card was replaced. The unit was returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that the cdi 500 displayed dashes on the screen and the readings were low during cardiopulmonary bypass surgery. When the system was calibrated, it read 100% so it was not calibrating properly. No lights illuminated at the end of the saturation probe, appearing to be a problem with the color chip, but there were no errors. No pt injury was reported.